Event description:
Per (B)(4), a clinician contacted technical services to report episodes of non-sustained lead noise had triggered a vibratory notifier and a remote transmission on a patient's device. According to the clinician, the patient's device was changed out two months ago and chronic biotronik leads were connected in the header. There were no electrograms available for review since the electrogram trigger for non-sustained lead noise was programmed "off". The automated, out-of-clinic lead testing shows that sensing, impedance and capture measurements are all within normal ranges. Tse discussed programming the trigger on at "low". On (B)(6) 2014: patient presented in the clinic for a routine follow up. A recent merlin transmission showed alerts for non-sustained rv oversensing. The egm trigger for nsrvo was programmed off, but there were multiple non-sustained vt/vf episodes that showed rv lead noise. The noise was present on the v sense amp and discrimination channels and resulted in inhibition of biv pacing. The parameters indicated that the discrimination vector had been programmed rv tip to can. The freeze capture from the most recent transmission showed that the noise was present at various times of the day, even 4am. On (B)(6) 2014: another person called technical services with strips of noise on this lead. The strips presented as non-sustained vt episodes on remote transmission. Noisy signal was apparent on both v sense amp & discrimination channels, it did not appear to be physiologic, no emi exposure at the time was noted at the time corresponding to the electrograms. Current plan is to cap the lead.

Manufacturer narrative:
The device is currently not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artefacts in the rv channel, which led to the detection of vf episodes. No shocks were delivered. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.